Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024.on the day of the event, the patient felt lightheaded and groggy. The patient eventually passed out and her husband called 911. During the time the patient passed out, the cgm was displaying 161 mg/dl. When emergency medical services (ems) arrived it was reported that the patient's bg was 240 mg/dl while the cgm was stil displaying 161 mg/dl. Ems also checked the patient's heart rate. The pateint did no require any treatment. Ems advised the patient to rest and drink water. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.